Event description:
The customer reported that the system captured fluoroscopic x-rays but would not display images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The five volt power supply wires were soldered directly to the printed circuit board and the power supply was repaired and the connector was bypassed. The x-ray tube was worked on and the system was calibrated. The system was tested and found to be working as intended and put back into service.